Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual inspection an external insulation abrasion breaching the ring electrode cable lumen at the middle and proximal region of the lead. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.